Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular oversensing episodes were observed via remote transmission. Review of the episodes found oversensing of high frequency signals just after the r-waves. Programming changes and lead revision were discussed.